Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/13/2013 with the following findings: during investigation, moisture was visible through the display lens which distorted the view of the display screen. There was no visible moisture found inside the battery compartment. During testing, a display lens leak was found. The pump cover was removed and there was visible moisture corrosion on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen on their device was foggy.. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.